Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 18nov2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed a small nick in the lower center portion of the screen. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly did not complete the calibration procedure, and failed on fist point at 543, 458. The touch screen assembly failure was verified, and was found to be out of specifications. It was not possible to calibrate the touch screen. The root cause of this issue was determined to be that the resistance drift was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.

Event description:
The customer reported a ventilator with a touch screen that could not be calibrated. There was no patient involvement/harm.